Event description:
It was reported that the patient had noticed a loss of therapy after going through a security screen system at the los angeles airport. This occurred on wednesday morning prior to the date of this report. The patient had met with their healthcare professional on the night prior to the date of this report and it was noted that the implantable neurostimulator (ins) was at 0v. The patient had gone home and on the morning of the date of this report and found that the ins was at 0v and on. The patient had two groups, one had not had any settings in it and was deleted on the date of this report. Prior to the date of this report the patient had not had amplitude adjustment capability. The patient¿s typical amplitude was 3.6v. It was unknown what had affected the ins. The left ins was the device affected. There was no power on reset (por). It was unknown how the patient was doing or if they were receiving effective therapy. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va00cfp, implanted: 2013-(B)(6), product type lead. Product ID 3389s-40, lot# v985676, implanted: 2013-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 37603, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va00cfp, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# v985676, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported there was a 50% or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was needed. No troubleshooting, interventions or other actions were taken to mitigate or resolve the event. The patient had experienced a sudden loss of therapeutic effect and a sudden loss of stimulation. The patient had recovered without permanent impairment. The patient had gone through a body scanner at the airport and by the end of the flight she has known something was wrong.